Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s pump was malpositioned. On (B)(6) 2014, the patient was taken back to the or and the pump was found to be "flipped up". The surgeon re-positioned and anchored the pump. On (B)(6) 2015, the patient¿s pump was explanted, as the pump was found to be "flipped up" again. The patient was reportedly very sick prior to implant and the patient¿s bmi is 54.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient was experiencing power spikes on (B)(6) 2015. This progressed to acute persistent low flow alarms on (B)(6) 2015 along with the patient feeling sob. Imaging suggested the pump had flipped again. The patient was taken to or where the hmii was explanted and a different vad was implanted. Additional information was also provided: did patient experience a thrombus event: no. Device malfunction: yes. Device malfunction causative factor: technical/procedural issues.

Manufacturer narrative:
Approximate age of device - 2 days. The device is expected to be returned but has not been received. The manufacturer is attempting to acquire the device for further evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The report of thrombus can be confirmed based on the evaluation of the pump; however, the report of a malpositioned pump could not be confirmed. No photos or scans of the malpositioning were submitted. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not present on the inlet extension. The lumen of the inlet tube revealed no depositions. The interior of the knitted graft revealed several bumps; however, the lack of tissue ingrowth in the areas with distortion indicates that the bumps were not present while the pump was operating. The silicone sleeve over the graft conduit properly secured to the graft attachments. Examination of the lumen of the inlet elbow revealed no depositions. The o-ring used to create a seal between the inlet elbow and the pump inlet port was intact and sat properly in the o-ring gland of the elbow. The ptfe washer presented and sat properly within the inlet screw ring. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. A thin thrombus ring was also adhered to the inlet bearing cup in the distal side of the inlet stator. The thrombus rings adhered to the inlet bearings appeared to have developed in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. Examination of the rotor revealed a non-laminated deposition situated on the outlet bearing cup and outlet/cone section of the rotor. A similar deposition was found in the outlet stator (proximal), situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although their origins and duration that they were present in these areas could not be conclusively determined, the depositions had no areas of denaturing and the lack of contact marks on the rotor outlet section suggests that the depositions were not present in these areas while the pump was supporting the patient. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.